Event description:
Customer states: leakage was found on the device when surgeon was doing rounds in hospital. Pt was involved and recannulation of a replacement tube was required. Customers states that surgery time was extended by more than 30mins. Customer states pt's condition is currently stable. Customer states product was tested prior to use.